Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin reaction that required medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 53-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2017. On (B)(6) 2025, novocure was notified that during a transducer array change on that day, the patient noted that she developed a skin reaction described as a hole on her scalp. The patient subsequently went to the emergency room (ER), where she was prescribed oral antibiotics (trimethoprim sulfamethoxazole) and advised to temporarily discontinue optune gio therapy for a period of ten days. Multiple attempts to contact the prescribing physician for further details were made, however, no response was received.